Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a mis procedure. Viper cfx screw head dislocated when trying to persuade the rod using viper 3d. (Inner part of screw head got loosened) screw had to be removed and replaced. Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.